Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
On (B)(6), we had an issue during contactless registration of a patient undergoing a laser ablation case. At the point where the predefined points are driven to and adjusted, the ¿record d1¿¿ button would not function. We attempted several times but it would not accept and changes made. The patient was supine with a 45 degree rotation of the head to the patients right side. There was only one trajectory for the insertion of the visualase laser ablation hardware.

Manufacturer narrative:
A detailed analysis of the data logs has been performed and revealed that on multiple occasions during the contactless registration, the point d1 could not be recorded. Each time, the following message was displayed : 'impossible to record the point. Check that the distance to the tool is correct, then register the point again'. Although this could not be confirmed with available data, the most probable hypothesis would attribute the reported event to the distance sensor not being at the proper distance (between 250 and 450 mm) from the measured point, as indicated in the user manual. The device operated as specified and as intended.

Event description:
On (B)(6), we had an issue during contactless registration of a patient undergoing a laser ablation case. At the point where the predefined points are driven to and adjusted, the 'record d1' button would not function. We attempted several times but it would not accept and changes made. The patient was supine with a 45 degree rotation of the head to the patients right side. There was only one trajectory for the insertion of the visualase laser ablation hardware.